Event description:
It was reported the pt was male and the event occurred in the ICU. The catheter had been placed 24 hours earlier via the left subclavian vein. Verification of catheter placement was made and it was located in the superior vena cava. Leakage was noted at the puncture site and the catheter was withdrawn. The catheter was replaced in the right subclavian vein. There was no harm to the pt due to the delay and the outcome of the pt is noted as "high'.

Manufacturer narrative:
(B)(4).